Manufacturer narrative:
This is one event for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event, all of which was allegedly cause by exposure to the product administered during dialysis treatment.